Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "two staff members attempting to close safety mechanism have stuck themselves over the last few weeks. This is a safety concern for the staff as how difficult it is to perform the closing process. Blood work and prophylaxis against blood borne pathogens are being done on both staff members."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 8 retention samples were evaluated by functional testing, each having their safety shields activated, and no issues were observed relating to difficult to use / needle stick as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to use / needle stick. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "two staff members attempting to close safety mechanism have stuck themselves over the last few weeks. This is a safety concern for the staff as how difficult it is to perform the closing process. Blood work and prophylaxis against blood borne pathogens are being done on both staff members."